Manufacturer narrative:
The device was returned to zoll medical united kingdom for evaluation. Device logs from the reported event date of august 3, 2025, were reviewed. At the start of the case, the device detected pads and displayed the ECG signal. A few minutes later, the view was changed to lead I, but the device did not detect any leads connected to the patient, so no ECG signal was shown. The device stayed in this state for over 30 minutes without change. It appears the lead was switched inadvertently without recongnizing it was no longer in pads view. The device passed functional testing with no issues. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.